Manufacturer narrative:
Technical support advised customer to reset the generator interface module box. Per technical support, the problem was resolved.

Event description:
In 2006: customer reports fluoro is failing on an intermittent basis. No reported injury.